Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/18/2024, it was reported by a sales representative via sems-06738424 that an ar-9510-10m univers revers¿ broach / trial was damaged from wear and tear. This was discovered during use on (B)(6) 2024.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the edges of the geometry feature of the univers revers¿ broach / trial, size 10 had chipped and the bottom surface of the device. Functional testing was not performed due to the damage of the edge's of the geometry feature. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field.